Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine office visit, measured battery data was 2.74v, 105ua, and <1 kohms. The measurements were the same at a follow-up in december 2002, with .25 years longevity. In september 2002, the battery data measured at 2.76v, 16ua, <1 kohms with 4-5 years longevity. Several readings gave current drain measurements of 8ua, 105ua, and 176ua.